Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their ins explanted due to short battery life. They currently had normal treatment without influence. It was noted they did not have more than 50% of their symptoms reduced. The cause of the short battery life had not been determined. Troubleshooting performed was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed that the device was explanted in 2015. No further complications were reported/anticipated.